Event description:
It was initially reported by the company representative that physician received high impedance when running system diagnostics on the pt. The device was disabled at that time. Pt was seen approx four months prior to this visit and the diagnostics were normal (dcdc: 2 other results not provided). Pt denied any trauma that would contribute to the high impedance. Pt had x-rays taken (not made available to the manufacturer) that did not show evidence of discontinuity of the lead wire per the x-ray report provided by imaging center. Good faith attempt has been unsuccessful to date.